Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was treated in the hospital for elevated blood glucose (bg) between 400 mg/dl and 500 mg/dl with dehydration. The patient was reportedly treated with intravenous fluids and other unspecified treatment. No further information was provided. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention, and the pump could not be ruled out as a contributing factor.